Event description:
In addition to what were previously alleged, ppf alleges pseudotumor and elevated metal ions. After review of medical records for the MDR reportability, patient was revised to address. Revision notes reported of non-union with proximal retraction of the greater trochanter. There was some gray and metal stained, a moderate amount of dark metal staining and apparent pseudotumor formation about the joint. The s-rom stem was loosened from the sleeve and easily removed. Scar tissue were removed from the bony ends of the fracture. Surgical pathology reported of pseudotumor of right hip. Clinical visits reported of difficulty in ambulating. Laboratory result for metal ions were above 7ppb. Added stem due to elevated metal ions. Updated doi, dor, patient harm, medical history, labs and product details. Doi: (B)(6) 2008; dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: litigation received. Litigation alleges pain, discomfort, clicking noise, limitation of motion, and swelling. No part and lot information provided.this complaint was updated on: jul 19, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.